Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. An additional malfunction was noted where there was no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error and no image issues were due to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center experienced communication error code b30. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.